Event description:
During a ptca/stenting treatment procedure involving a calcified and 100% stenotic lesion in the middle portion of the lad coronary artery, the lesion was predilated with a maverick otw 1.5 balloon catheter prior to placement of a guidant multi link stent. The viva balloon was then used to dilate the stent, but lost pressure at 5 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown). The viva balloon catheter was removed and replaced with an aerocross 10/2.5 balloon catheter to successfully complete the procedure. The pt was asymptomatic during this event. A neo's soft guidewire (size unknown), a 0.014" choice pt guidewire and a 7fr medtronic vector x jl4 guide catheter was also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Pt status is reported as 'good'.